Event description:
During a treatment of cryo to hemorrhoids, the tip suddenly blew off the gun making a loud explosive noise. This frightened the patient, the physician and the nurse in the room.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the stated complaint. The device involved in the complaint has not been returned by the complainant. Once all other requested information and/or the device has been received from the complainant the investigation will be completed and a follow-up will be filed. (B)(4).